Manufacturer narrative:
The t:slim g4 cartridge user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. The x2 pump user guide instructs the user to remove any residual air from the cartridge. The pump user guide indicates to not remove or add insulin from a filled cartridge after it is installed on the pump. This will result in an inaccurate display of the insulin level on the home screen. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. Customer's blood glucose ranged from 92-201 mg/dl. Reportedly, customer added insulin to a loaded cartridge. Additionally, customer loaded cartridge with cold insulin and did not practice proper air removal technique. Reportedly, the customer loaded a new cartridge successfully and received an accurate fill estimate.